Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had anan issue with helium tank, has alarm, possible leak issue. There was no patient injury reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has an issue with helium tank, has alarm, possible leak issue. There was no patient injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, noted that there were no gas leaks and helium tank was holding. Log files revealed that there were multiple iab gas leaks reported. This appears to be a cat issue. Fst performed all functional tests and calibrations. During inspection, fst discovered that the real time clock nvram ic was coming due for replacement. Installed real time clock and dated. Cleared log files per sop and re-performed all functional tests and required calibrations. Returned to the customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(investigation conclusions).

Event description:
N/a.